Event description:
This supplemental report is being filed to provide the updated conclusion code based on trend analysis.

Event description:
It was reported that this pacemaker system exhibited undersensing, high pacing thresholds, and loss of capture on the right ventricular (rv) lead. The patient didn't experience asystole. Subsequently, a revision procedure was performed. The rv lead was explanted and replaced. The pacemaker remains in service. No additional adverse patient effects were reported.